Event description:
It was reported that after wearing the pod on the abdomen, the site was bumpy and painful. The patient visited the doctor who prescribed antibiotics (flucloxacyline). Days later, the bump grew bigger creating a bacterial abscess which was examined again, the doctor used a scalpel to open the site, and added flamino hydro gel to flush it twice a day. The wound formed a painful crust that was removed by the doctor who made a bigger incision, placed a cloth inside about 0.5 mm deep, was administered another product (name unspecified) to put in the wound with a silicone cover to repeat 3 times a day. The treatment lasted 10 weeks. The pod is not available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.